Event description:
In 1985 patient underwent a bilateral breast augmentation with silicone implants of 300cc bilateral. Four months later, pt c/o breast tenderness right greater than or equal to left mammogram received findings dense fibroglandular tissue. In 1990grade ii capsular contractions, asymptomatic. On 1994 pt c/o discomfort right breast started 3 weeks ago. The right is slightly harder than the left, right grade ii, left grade I. In 2005 grade iii blateral. In 2007 patient requests to have implanted removed and reaugmentation with silcone.